Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed that system was unable to power on. Upon troubleshooting fse found that a power cut at the hospital had caused the system's inability to power on. To resolve the issue, the hospital's service team restored the power, and after the power was restored. After hospital service team restored the power, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not caused by philips product, it happened for power cut at the hospital had caused the system's inability to power on. This complaint is related to the hospital power supply. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that after a power outage at the facility, the system was unable to power on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.